Event description:
It was reported that a spectrum pump has an unspecified failure. During baxter's eval of the device, multiple system error 322 alarms were identified in the event history log. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval identified multiple system error 322 alarms in the even history log, which is likely the failure the customer experience. The eval did not reproduce the symptom. The eval found that the upper and lower auxiliary assemblies were failing, which are known contributors to system error 322 alarms. The failed upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate the issue.